Event description:
A pt of unk age, with a history of several thrombosis procedures and a heparin allergy, underwent a carotid endarterectomy in 2003. The surgeon reports that the pt presented at approximately 1-year post-operatively with a mass of their neck. The pt was taken to surgery and bioglue was removed including a purulent sac of pus.